Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were unresponsive and the device alarmed hardware low level failures alarms. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage was found on the keypad assembly and no unlocked j1 printed circuit board keypad connector noted during our visual inspection. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected hardware low level failure alarm during our testing however, hardware low level failure alarm, variable 3, is in the formatted history file due to cold solder joints at the u1 of the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.